Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the faulty unit. The fse reported that no malfunction was confirmed and the issue ¿likely occurred due to an incomplete connection between the cardiosave unit and the hospital cart¿. No parts were replaced. All function and safety checks were performed to meet factory specifications.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) went into rescue mode when the hospital tried to use the device and ended up running on battery power. The issue was observed before connecting to the patient. There was no patient involvement.